Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the controlled medication was loaded in main drawer 1.1 pocket d1, however, it was not appearing as loaded on the server. A technical support specialist (tss) accessed the station and server, reviewed storage configuration and inventory for drawer 1.1 pocket d1 and identified a mismatch where the station showed item ID (clona.1l) while the server had a null value, indicating the update was not synced. Sync status and logs showed no errors, and transactions were confirmed as processed. Tss backed up the database and performed a full synchronized, after which the station aligned with the server and the medication was no longer present locally. The customer reloaded the medication by replacing the cubie, which successfully updated on the server. The issue was resolved, and the case was closed. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es controlled medication was loaded in main drawer 1.1 pocket d1. It was not appearing as loaded on the server or in any reports, and the pocket was not visible. However, there were no delays, adverse events or injuries reported based on this event.